Event description:
It was reported that during a case using the spine guidance 5 software, the screws were misplaced and required an immediate revisions and there was anterior displacement of the alif cage. A new scan was performed and the procedure was completed successfully with a surgical delay of less than 30 minutes.